Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states; "upon initial set-up, discovered primary tubing broken past blue clamp that inserts into pump. IV fluid draining out of tubing at site. Tubing and package retained. Can be returned to manufacturer upon request and receipt of shipping label." It was reported that upon set-up, it was discovered that the primary IV tubing was separated at the pump segment and fluid was leaking out of the separated site. Based on this information, it is concluded that there was no patient involvement associated with this event. File updated.

Manufacturer narrative:
The customer¿s report that the tubing broke past blue clamp that inserts into pump and IV fluid drained out of tubing at site was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set found a small hole at the bottom of the silicone pump segment. No other damages or anomalies were observed. Closer inspection under magnification observed no tool marks or crush marks on the lower fitment near the small hole. Functional testing confirmed leaking from a small hole at the bottom of the silicone segment. The source of the leak is due to a small hole damage in the silicone pump segment near the lower fitment. The root cause of the hole damage could not be determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient's demographics requested, but was not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "upon initial set-up, discovered primary tubing broken past blue clamp that inserts into pump. IV fluid draining out of tubing at site. Tubing and package retained. Can be returned to manufacturer upon request and receipt of shipping label.." It was reported that upon set-up, it was discovered that the primary IV tubing was separated at the pump segment and fluid was leaking out of the separated site.